Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. As this event might lead to a serious deterioration in the state of the health of the patient, this is assessed as a serious event. Contributing factors for wound dehiscence in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Skin erosions are assessed as related to device use, although non-serious.

Event description:
A 70-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2019. On (B)(6) 2025, the patient reported to novocure that he had concerns regarding a non-healing lesion on the back of his head, which had been present for approximately three months. The patient had recently consulted a dermatologist, who subsequently referred him to a neurosurgeon for further evaluation. No additional information was reported. The images provided revealed a wound dehiscence with exposed surgical hardware (screw) and associated moderate erythema at the posterior aspect of the scalp. Additional images, demonstrated further areas of skin erosion on the top and posterior scalp, accompanied by mild to moderate erythema and sloughing. Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
On october 06, 2025, novocure received a medical record indicating that during a neuro-oncology visit on (B)(6) 2025, the patient had a chronic, posterior scalp lesion 1 cm in diameter. The lesion exhibited no drainage or redness, and visible cranial hardware (screw) was observed. The patient was referred to neurosurgery for evaluation and potential surgical intervention. On (B)(6) 2025, the patient reported that he was scheduled for surgery on (B)(6) 2025. It was reported that the cranial hardware (plate) from the previous surgical resection was deteriorating and required replacement. The patient indicated that he would continue optune gio therapy until the scheduled surgery, after which therapy would be temporarily discontinued during the postoperative recovery period.